Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pain pump failed. The patient reported that they have a hard time living without the pump. The patient reported that "it seemed to be a long wait for a surgeon qualifies to perform an operation," and the patient stated "they had been suffering for over a week and was told they will have to continue to suffer for a couple more weeks." The patient stated with all the equipment they have and the good and bad experiences they've had they feel they would be a good ambassador. No further complications were anticipated/reported.

Manufacturer narrative:
Patient code (B)(4) and device codes (B)(4) added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient provided his weight at the time of the event. It was reported that the patient first started experiencing the pump failure on (B)(6) 2017. It was reported that that the patient's pain physician discovered that the pump was not diffusing. The reservoir was still 75% full at the scheduled fill-up time. It was also reported that the pump itself seemed to be rotating. It was noted that the pump failure was observed during a refill appointment on (B)(6) 2017 at 11:15 am. The patient experienced symptoms related to the pump failure; he stated that his chronic pain wasn't being controlled. Steps taken to resolve the pump failure included replacing the pump. No further complications were reported/anticipated.